Manufacturer narrative:
On (B)(6) 2021 additional information received indicated that date of explantation was on (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient who underwent a breast reconstruction primary with unknown tissue expander on the right side, and mentor ce med height te 550cc, breast implant on the left side has experienced bilateral deflation post procedure. As a result, patient underwent bilateral removal on (B)(6) 2021. This report relates to the right prosthesis.